Event description:
Per the clinic, the patient experienced ¿uncomfortable sensation¿ with the use of the device. The results of an integrity test (B) (6), 2009 indicated normal receiver stimulator function with multiple electrode anomalies. Explant and reimplantation is planned, but had not taken place at the time of this report may 28, 2009.

Manufacturer narrative:
(B) (4).